Event description:
Customer reported the system is displaying touchscreen and generator errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries and battery charger. System operates as intended.